Manufacturer narrative:
D4 - the model number and lot number were unknown by reporter. D6a - implant date was unknown by reporter other than it was in 2013. H4 - since no lot number was reported, the manufacture date is unknown.

Event description:
In 2013, the patient received total knee arthroplasty. In 2025, the patient returned due to instability and discomfort. On (B)(6) 2025, the patient was revised and a broken post from the insert was observed. The insert was replaced and the surgery was completed.